Event description:
A caller reported experiencing a cartridge alarm 30 with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as a corrective action. The customer will receive a replacement pump with updated software and was advised on the steps to follow, including using a return box to send back the problematic pump. The customer acknowledged and understood all instructions provided by technical support.